Manufacturer narrative:
The hill-rom technician found that the threads on the mast for attaching the handle was stripped out. The service manual for the viking s lift (3en371001), states: periodic inspection mobile lifts where under. General inspection it¿s stated ¿pull the lift by the handles and make sure the handles is fixed to the mast.¿ a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician replaced the mast to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the handle was loose. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).